Event description:
It was reported that during a normal device changeout the right atrial (ra) lead showed very high capture threshold and poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 lead, (B)(6) 2003. (B)(4)